Event description:
Additional information was received that the patient underwent a battery replacement due to battery depletion. It was noted the generator had likely been depleted for 2-3 years (exact date unknown) as the patient's device had not been checked since he was sent to prison. The patient's implant card was also later received. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Clinic notes were received for the patient, which indicated he had an increase in seizures that resulted the patient being hospitalized. Per the physician, the patient's vns was noted to be completely depleted and he has been referred for an urgent battery replacement. No other relevant information has been received to date. No known surgical intervention has occurred to date.